Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue, but the fse replaced the endoscopic camera manipulator (ecm) to correct the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales engineer (cse) contacted the technical support engineer (tse) about a rotation issue with the camera arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed using all four universal surgical manipulators (usm). There was non-intuitive and uncontrolled motion only on the endoscopic camera manipulator (ecm) that the fse replaced. The image was not inverted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced endoscopic camera manipulator (ecm) arm for failure analysis. The ecm arm was analyzed. The reported failure was able to be replicated during testing confirming a defective axis 4 potentiometer. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.